Event description:
It was reported that, approximately in (B)(6) 2024, the patient experienced a skin reaction at the infusion site after an unspecified duration of pod wear. The specific event date was not provided; therefore, the event date documented in this report is approximate. The patient reported that the infusion site developed redness, soreness, and purulent discharge (pus), prompting them to seek medical attention. The patient presented to kidderminster hospital, where they were diagnosed with an infection and received a prescription for penicillin and an unspecified product to clean the skin prior to pod placement. Blood glucose levels were reported to be slightly elevated during the event; however, no specific blood glucose value was provided. The medical visit lasted approximately 15 minutes. The pod involved is no longer available for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.